Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of five (5) titanium matrixrib locking screw, one (1) titanium matrixrib pre-contoured plate and three (3) titanium matrixrib universal plate due to infection that have stemmed from the soft tissue wound breakdown near the site of the implants on the left rib. Originally, the implants were implanted on (B)(6) 2019. The rib fractures was healed, hardware was removed, and the surgical site was irrigated/debrided. The procedure was successfully completed, and patient status was satisfactory. This complaint involves nine (9) devices. This is the report of (1) ti matrixrib pre-contoured pl 17 holes for left ribs 6 & 7. This is report 02 of 09 of (B)(4).